Manufacturer narrative:
Post-operative pain and implant migration are listed in the device instructions for use (IFU) and in the procedural technique guide as known possible adverse effects associated with use of the system. Upon review of the available post-op images from the original procedure and with the case surgeon, it appears that the cage migrated anteriorly over time from its original position. The surgeon concluded that the root cause was likely a lordotic angle mismatch between the chosen implant and the lordosis of the disc space. Thus, the device was only loaded posteriorly which resulted in a less stable construct and the micro-motion actions that drove the whole implant anteriorly. On (B)(6) 2019, revision surgery was performed, and the surgeon was able to successfully remove the implant and replaced it with new hardware. Patient is confirmed to be doing well. A review of the lot history record confirmed no manufacturing nonconformities were issued to the reported lot that would have caused or contributed to this event. Based on review of the information provided, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
On february 21, 2019, benvenue received information of a luna that migrated anteriorly. The patient is morbidly obese and weighs over (B)(6). Since the construct was deemed to be unstable and the segment was not progressing to fusion, the revision surgery was performed. Original date of surgery was (B)(6) 2018. Revision surgery was performed on (B)(6) 2019.